Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd alaris smartsite low sorbing secondary set experienced component separation and leaked. The following information was provided by the initial reporter: hello we have had 4 occurrences of tubing malfunctions in the past 3 weeks. I have attached photos for lot numbers and packaging. And also a picture of what is happening. The tubing basically just falls off at the neck of the cap. We use this tubing for chemo/ hd agents, so this is a high potential for spills and exposures.

Manufacturer narrative:
H6: investigation summary no product (mat # 10014881) was returned by the customer. Photos representation was provided for the complaint. It was reported by the consumer that the tubing basically just falls off at the neck of the cap was verified with the photo received. However, the root cause cannot be determined without the physical sample for investigation. A device history record review for model 10014881 and lot number 22129197 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could be unknown as no sample received.

Event description:
It was reported that the bd alaris smartsite low sorbing secondary set experienced component separation and leaked. This is the 2nd of 2 occurrences. The following information was provided by the initial reporter: hello we have had 4 occurrences of tubing malfunctions in the past 3 weeks. The tubing basically just falls off at the neck of the cap. We use this tubing for chemo/ hd agents, so this is a high potential for spills and exposures.

Event description:
It was reported that the bd alaris smartsite low sorbing secondary set experienced component separation and leaked. This is the 2nd of 2 occurrences. The following information was provided by the initial reporter: hello we have had 4 occurrences of tubing malfunctions in the past 3 weeks. The tubing basically just falls off at the neck of the cap. We use this tubing for chemo/ hd agents, so this is a high potential for spills and exposures.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported that the bd alaris smartsite low sorbing secondary set experienced component separation and leaked. This is the 2nd of 2 occurrences. The following information was provided by the initial reporter: hello we have had 4 occurrences of tubing malfunctions in the past 3 weeks. The tubing basically just falls off at the neck of the cap. We use this tubing for chemo/ hd agents, so this is a high potential for spills and exposures.